Event description:
It was reported that, during an implant procedure, the patient's device showed impedances of >40,000 ohms. The leads was "wiped down and retested" twice, and the problem was resolved. Impedance readings were within range. It was stated the lead "would not insert in to the device header on the front connector block." No device or patient information was obtained. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.